Event description:
Medtronic received information that at the end of the procedure, when the device was removed from the patient, the silicone tip came off of the device. There is no report of adverse patient affect. The device was returned for analysis.

Manufacturer narrative:
Analysis: reason for return was confirmed. Visual inspection shows one of the hooded shrouds was missing at the end of jaw when received. The loose shroud was not returned with this device. Further inspection shows that uv material was present on the jaws in the area where shroud was once installed. In addition, the remain attached shroud was inspected. Inspection shows that this shroud was completely attached to jaw end with no signs of loose fit or detachment. Conclusion: investigation into this failure by medtronic and the supplier identified variations in the cleaning process of the shrouds. Manufacturing enhancements have been implemented to correct the variations. No adverse patient effects were reported.